Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriate displayed a "change batteries" message. Complainant indicated that there was no pt involvement ni the reported malfunction.